Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional information was requested and the following was obtained: were there any adverse patient consequences? No patient consequence.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number lhz809, and no non-conformances were identified. Investigation summary: it was received for analysis an open sample of product code y358h, lot lhz809. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected, suture remnant was noted at the barrel hole. The suture could not be dispensed since have begun with the process of degradation and this caused that the needle was detached of the suture. The functional test cannot be performed. The foil present excessive handling and multiples wrinkles and holes were noted. This condition contributed to degradation of the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection the assignable cause of pull off suture needle, was caused by suture degradation exposure to environment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle thread separation after opening the outer package. There were no adverse patient consequences reported. Upon evaluation of the returned device, the foil presented excessive handling and multiples wrinkles and holes were noted. Additional information has been requested.